Event description:
It was reported that the insulin gauge was inaccurate. Customer continued using the pump for insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.